Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the ios app was provided for evaluation. The allegation was confirmed. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.